Manufacturer narrative:
This is being upgraded to serious injury, the device displayed a ¿vent inop¿ error message, became inoperative and stopped providing therapy during transport. The patient was placed on a non-rebreather until a second ventilator was ready for use. Medwatch# (B)(4).

Event description:
The customer reported that during transport, the device went into vent inop, machine and proximal pressure sensors failed. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support.

Manufacturer narrative:
(B)(4). The customer evaluated the device.

Event description:
The customer reported during transport the device went vent inop, machine and proximal pressure sensors failed. No patient harm reported.